Event description:
Discordant acs: 180 myoglobin (myo) and troponin (ctni) results on two patients were reported to the physician. The samples were repeated and corrected reports were issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin or myoglobin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results were due to improper installation of the sample probe. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.